Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient paged on (B)(6) 2024 with driveline power fault alarm. The patient was instructed to not change their system controller, by time coordinator had called them back, they already had changed their system controller. Driveline power fault alarm stopped. The patient paged the next morning with another driveline power fault. Log files from the exchanged system controller confirmed the reported driveline power fault on (B)(6) 2024 starting at 03:08, indicating that power a was broken. Driveline was disconnected on (B)(6) 2024 at 08:45. Additional log files also confirmed the reported driveline power fault on (B)(6) 2024 from the new system controller which indicated that power a was broken. Ultimately, modular cable was exchanged along with another system controller replacement, which resolved the driveline power fault issue. Additional log files showed power a and b were reading good voltage. The system controller contained controller clock corrupt and clock invalid.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted and data from the reported event date of 08sep2024 was reviewed. On (B)(6) 2024 at 08:25:10, driveline power fault alarms activated due to power a broken faults. The alarm remained active until the driveline was disconnected at 08:45:07, which appears consistent with the reported controller exchange performed by the patient. The driveline power fault alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable events or alarms were captured. Additional provided information stated that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.